Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that there was an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue could not be verified, and root cause could not be determined. Per the lifepak 15 v4 service manual the customer was advised to clear the error codes and put the device back into service. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that there was an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.